Event description:
It was reported in a service report that the bed had no power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power cord not properly plugged into bed.